Event description:
It was reported that a pt was burned on the outside of the left knee during a scan. The burn was 1.5 cm in diameter and formed where the surface coil cable was touching the pt. The cable was also not routed correctly as it was near the bore of the magnet. The operator's documentation warns that thermal padding is needed where the coil touches a pt and it also warns to not run the coil cables near the bore of the magnet as they have a tendency to heat during scanning when located next to the bore. The pt is seeking follow-up medical care.